Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. The customer noted that they flushed the air/water nozzle with water and air and with the detergent solution. There were no abnormalities in the accessories used for reprocessing and the customer had no other concerns about the reprocessing. The device was returned for evaluation. During the evaluation, it was determined that foreign material had clogged the inside of the nozzle. Additionally, the evaluation revealed the following findings: due to clogging of nozzle, water removal ability does not meet the standard value; color ring crack; adhesive on bending section cover had white-clouded area; control unit and grip were shaved; paint on air/water cylinder was peeled; universal cord protector on suction connector side, connecting tube, and plastic distal end cover had a scratch; and the indication on suction connector was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that during an unspecified procedure, air and water could not be supplied while using the gastrointestinal videoscope. The issue was found during preparation for use. There was no delay reported and the procedure was completed with another similar device. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: the nozzle was found to be clogged with foreign material, which has been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been more than 15 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. Hence, a definitive root cause of foreign matter remaining in the device could not be determined. The suggested event is detectable/preventable by handling the scope in accordance with the following sections of the instructions for use (IFU): instructions, operation manual of evis lucera gif/cf/pcf type 260 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of gif/cf/pcf-290 serie evis lucera gif/cf/pcf type 260 series chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.